Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 11 x 9 mm in the left lower lobe (lateral segment). The patient required 4 fiducial markers to be placed for the purpose of stereotactic body radiation therapy (sbrt). These fiducial markers were placed close to the pleural due to the location of the lesion. Instruments utilized during the procedures included a 21g flexision needle, compatible forceps, and a cytology brush. Imaging modalities used included c-arm fluoroscopy and radial ebus. The patient had a medical history of severe emphysema. The pneumothorax was identified after the procedure was completed. It was initially small but increased in size; therefore a small anterior chest tube placement was required. Per the physician, any modality could have potentially induced a pneumothorax. The patient was admitted to the hospital and ultimately discharged. The definitive diagnosis was adenosquamous carcinoma (malignant). Per the physician, there was no malfunction of an ion system, instrument, or accessory.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.